Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2017 with the following findings: during a visual inspection of the pump, evidence of moisture behind display lens was observed. A leak test was performed and revealed a display lens leak. Hairline cracks were found in the battery compartment. The returned battery cap and test cap attached securely to the pump. The pump¿s black box data was unable to be downloaded due to moisture ingress. The pump powered on with auditory and vibratory alarms functioning properly indicating there was power to the pump. The pump powered on to a cs 056 call service alarm which could not be cleared. Further testing for a power issue was not able to be performed due to the recurring call service alarm issue. The pump case was removed, and no damage to the power circuit was found; there was extensive evidence of moisture observed throughout the inside of the pump. A leak test was performed and revealed a display lens leak. The complaint of a power issue was not able to be duplicated, however, moisture in the pump was confirmed.